Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that, the customer had high blood glucose of the 300 to 400 mg/dl. The customer also stated that, the infusion set had leak. The device will not be returned for analysis.